Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that buttons of insulin pump were stuck and display was blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had trace pointers were invalid alert. Customer stated that numbers were not ramping on their own, scroll bar was not moving with no input and there was no response from any button. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no display and error 68 noted.